Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this device had exhibited extended charge times, causing elective replacement indicator (eri) to be reached earlier than expected. The device was explanted and replaced with no adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.